Event description:
It was reported that the patient is deceased and that post-mortem interrogation noted lack of ventricular tachycardia (vt)/ ventricular fibrillation (vf) detection for agonal rhythm. The physician had question regarding detections and detection criteria. Technical review of provided information noted that stability criteria had no longer been met. The patient died approximately five months post implant of the implantable cardioverter defibrillator (ICD) system and two weeks post implant of the right atrial lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted: (B)(6) 2014. (B)(4).